Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve slowly moved ventricular. After review, it was determined most likely cause was heavy, long, thick bicuspid leaflets that pushed the valve. Severe ai (aortic insufficiency) central and pvl was noted on the angiogram. A second 26 mm valve was prepped and positioned within the first valve. Deployment occurred without issue. No pvl and no central ai noted on the echocardiogram. The patient was awake oriented and stable.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing of the sapien 3 ultra valve, the sapien 3 ultra valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, procedural training manual, bicuspid aortic valve screening manual, patient screening manual and no IFU/training deficiencies were identified. The bicuspid aortic valve screening manual provides guidance on calcification burden. Calcification burden should be assessed prior to implant as it may be responsible for the following: thv malposition and pvl. It provides guidance on assessing aortic regurgitation. Wide pulse pressure (with lower diastolic pressure than baseline) may indicate severe ar. Echo should be used for assessing prosthetic valve function and aortic regurgitation (central). It also provides guidance on aortic valvular complex. A through assessment of the aortic valvular complex will include valve type tricuspid or bicuspid, amount and distribution of calcium and confirm if the native valve is tricuspid or congenital bicuspid to determine appropriateness of thv implantation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits central regurgitation was unable to confirmed since relevant imagery were not provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the valve types, length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. As reported, ''during slow inflation it appeared the valve slowly moved ventricular. After review it was determined most likely cause was heavy, long, thick bicuspid leaflets that pushed the valve. The final position was 40:60 and severe ai (central and pvl) was noted on angio''. There are multiple patient and procedural factors that alone or in combination can contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. In this case, it was reported that the valve was moved during deployment, and the most likely cause was determined to be heavy, long, thick bicuspid leaflets. As such available information suggests patient factors (bulky native bicuspid valve) and/or procedural factors (malposition of the deployed valve) may have contributed to the complaint event. However, a definitive root causes was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.